Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high impedance. It was noted that the impedance has trended high for some time and has gradually increased. Further information was requested however was not provided.